Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the down arrow keypad button was intermittently unresponsive. Evidence of contamination was found under all key contacts. The down arrow contact was damaged and did not have normal spring back. The keypad cover had been returned torn. The battery compartment was found to be cracked. The display screen was found to be dim and discolored. Unrelated to these issues, the audio bolus button cover was torn and normally responsive. The keypad button symbols were worn, which has no effect on insulin delivery. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue, evidence of contamination, damage to the battery compartment, and a display failure. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.